Event description:
It was reported that the patient was getting a bee sting sensation with every program. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.